Manufacturer narrative:
(B)(6). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the feeding tube had small holes in it, big enough for the formula to leak. One hole specifically was at the nasopharynx level. It was noted after removal of the ng that there was a lack of thickness of the polyurethane at that mark, creating holes. It seems that the holes were present at the time of insertion. There was no patient injury. Additional information provided on june 30, 2021 stated that the feeding tube did leak because of the holes.